Manufacturer narrative:
Evaluation: results: visual inspection of the returned product showed that one lens haptic was torn off and missing and the lens optic was torn. Surgical residue/debris on product. Conclusion-(no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated that the surgeon implanted a cc4204bf place collamer lens. The lens tore upon insertion into the eye. The lens was removed without enlarging the incision. No patient injury. It was unk what caused the lens to tear. The reporter was unable to provide the injector and cartridge model and lot numbers.